Event description:
It was reported that the patient had an artificial urinary sphincter pump removed and replaced due to patient dissatisfaction and not being able to reach the pump. No further information is available.